Event description:
It was reported that during a ptca procedure while attempting to position the guiding catheter in the ostium of the artery, the catheter was torqued and twisted. The catheter was then retracted and upon removal from the pt it was noted to have separated. The separated portion was retrieved with a snare and the procedure was completed with a new guiding catheter.